Event description:
The customer reported to olympus, evis eus ultrasound gastrointestinal videoscope was damaged at the distal end. The issue was identified during maintenance. The device was returned and an inspection revealed damage of the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
A device evaluation confirmed the customer allegation "damage at the distal end". The ultrasound probe was damaged, and the transducer membrane had a scratch. The suggested root cause was user handling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. It is likely that the phenomenon occurred after shipment of the device since according to DHR, there was no problem at the time of shipment. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.